Event description:
It was reported that the device was explanted due to noise and loss of pacing, associated with a competitor's lead. Additional information subsequently received with the returned device reported it was electively replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: normal battery depletion. Other: it was reported that the device was explanted due to noise and loss of pacing, associated with a competitor's lead. Additional information subsequently received with the returned device reported it was electively replaced. No patient complications have been reported as a result of this event. Electrical tests performed mechanical tests performed, visual examination, actual device involved in incident was evaluated battery end of life - expected device operated according to specifications elective replacement pace, failure to, noise.